Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28-jul-2025 as the complaint no longer meets the description of a reportable incident (physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28-jul-2025 as the complaint no longer meets the description of a reportable incident (physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation complete on 28-jul-2025. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the evo-fc-10-11-6-b device of lot number: c2271553 involved in this complaint was returned for evaluation, in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 17th july 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: red safety tab is not returned, directional button is in the neutral position, red shuttle is passed the ponr, safety wire detached partially, not fully removed from the handle, stent is returned within the introducer. Functional inspection: handle actuating fine for deployment and recapture, safety wire removed with no issue, unable to deploy stent, handle opened to internally inspect the device, all cogs intact, sheath tube has separated from the shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2271553. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following under the "equipment required" section: ¿0.035 inch wire guide¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be determined. A definitive root cause of user-error was identified from the available information. There is evidence to suggest that user did not follow the instructions for use and/or label- 0.025-inch wire used. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Therefore, issue reported and defects observed during lab evaluation were likely caused by use error. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the customer reported they were unable to deploy the stent. A definitive root cause was attributed to use error due to the use on a non-recommended size wire guide. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Abnormal "click" noise when launching the stent into the bile ducts. Attempted release by activating the gun despite the noise. It didn't work. The stent was not launched. It was necessary to take another stent. "As per cc form": abnormal "click" noise when launching the stent into the bile ducts. Attempted release by activating the gun despite the noise. It didn't work. The stent was not launched. It was necessary to take another stent. What was the position of the elevator? N/a, open, closed: I don't know. Details of the wire guide used (diameter, type, make)? Wire guide visiglide 0025¿¿. Did any part of the stent contact the patient's anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site. Bile duct. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. Was the directional button pressed during use? I don't know. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Is the device being returned? Yes.